Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the lining of the forceps was shredding. It could be seen as frayed when retracted from the extended working channel. The physician was able to complete the enb portion of the case. There was no patient injury.